Event description:
A surgeon reported a pt describing a "disturbing radiance" following intraocular lens(iol) implant procedure. The surgeon reported she sees if the pt's issues resolve. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Additional info has been requested. (B)(4)